Event description:
The reporter called and alleged discrepant results when compared to a lab on four pts. The device results reported were 7.6, 4.2, 3.3 and 4.3 inr. The corresponding lab results reported were 4.1, 2.8, 2.4 and 2.5 inr. No other info was provided. The device was replaced and requested to be returned for eval.